Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that three ar-3636h self bunching 1.8 knotless hip fibertak metal tips broke off during insertion. The fragments were not retrieved; instead, they were left in the drilled socket of the acetabulum. Nine ar-3636h self bunching 1.8 knotless hip fibertak were used to complete the repair. This was discovered during a hip arthroscopy procedure on (B)(6) 2024. Additional information received on 12/26/2024: the case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.